Manufacturer narrative:
DHR/lhr, device history record/lot history record, review showed that this lot was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. There was no ncr, non-conforming reports, in the DHR or lhr records. The suspect device, catalog number 16150, the reflex blunt tip (hasson style) surgical trocar is a sterile, latex-free, single-use device available in 10/11mm size. The device has a blunt obturator tip designed to help protect internal structures from lacerations or punctures once the body cavity has been entered. The site stability device is equipped with a tapered plug and a silicone boot to externally seal the incision to prevent the loss of pneumoperitoneum. The blunt tip surgical trocar has applications in a variety of laparoscopic procedures to provide a port of entry for laparoscopic instrumentation. The device was returned in 5 pieces: upper acorn, lower acorn with silicone boot, nylon ring, locking lever, and trocar cannula. The upper acorn and lower acorn were broken apart and one of the site stability wings was broken at the suture slot, indicating considerable force was applied to the device. During production, a lot sample of the acorn assemblies undergo a force test. Lhr review showed results of these force tests conducted during production were within specifications. The sonic weld between the upper acorn and lower acorn of the suspect device appeared complete. There was evidence of a strong weld since material broke around the weld, as opposed to the weld itself. There was no part molding defects observed. A 24-month review of the customer complaint history showed six (6) previous similar complaints. Of these, two (2) involved the acorn breaking apart [one (1) confirmed; one (1) not investigated] and four (4) involved broken site stability wings on the upper acorn [one (1) confirmed, one (1) unconfirmed-device not returned, and two (2) not investigated]. Per the dfu, directions for use, once peritoneal cavity entry is established, "lower the site stability device and trocar into the incision to plug the entry site. Secure the site stability device with the two fascial sutures by wrapping the suture around the site stability wings". The most likely cause of this complaint was shear and/or torsional force applied by the end-user to the site stability wings (upper acorn) which exceeded its strength capability. The complaint investigation has not confirmed a product or manufacturing defect. This incident was determined to be end-user related. Conmed is considering this complaint closed.

Manufacturer narrative:
This incident is being reported to the FDA due to the possibility of a unretrieved device fragment being retained in the patient. Conmed is attempting to retrieve the device from the end-user. Due to a competent authority device report in (B)(4), the device may not be returned to conmed for direct evaluation. A supplemental report will be submitted on completion of the quality engineering investigation. Attempting to retrieve device.

Event description:
It was reported: "at the end of surgical intervention, upon trocar withdrawal, one of the site stability wings holding the sutures broke, causing the trocar to sink in the patient's abdomen wall (patients weighs (B)(6)). The surgeon had to use a kocher clamp in order to withdraw the trocar, which came back in numerous parts. These parts had to be removed one by one." It also was reported that, "parts of the trocar have been removed. Coelioscopic check up and wall examination were performed on the patient. The patient is under surveillance (imaging and clinical) because the hospital staff is not sure that all plastic parts were removed."